Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she found blood in the tubing and the reservoir. The customer stated his site was actively bleeding. Customer stated there was a blood blister and blood around the site. The customer is not on any medication that might cause bleeding. Blood glucose value was 400 mg/dl. She was advised to apply firm pressure until bleeding stops and contact the doctor if bleeding persists. She also reported that the insulin pump alarmed motor error during a bolus delivery and reviewing the sensor graph. The customer changed the complete set.